Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use in february ( one event), march ( three events),april (two event). The blood glucose level of the patient at the time of event ranged between 170 to 180 mg/dl. The issue occurred with six similar types of infusion set used for one or two days. No further information available.

Manufacturer narrative:
Initial and final MDR 1883881- device 1 of 6.